Event description:
The patient stated that several years ago it was determined that he had "fluid in the connections", his system was turned off. The patient had not had a revision to correct the issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.